Event description:
Info received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom tech replaced the brake system bushings, stiffener plate and brake/steer casters to repair the bed.